Event description:
It was reported that balloon rupture occurred. The 100% stenosed, target lesion was located in a shunt in the moderately tortuous and severely calcified vessel. An 8.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during the third inflation at about 10 atmospheres, the balloon ruptured. The device was removed without any issue noted and the procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient status was good.